Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure for the premature ventricular contractions procedure, after insertion, when the dilator was removed and air aspiration was performed, air was intermittently aspirated from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air movement to the patient was confirmed and no additional puncture was required due to replacing the device.